Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-calcified right common femoral vein. After a .035 wire was in place, an 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during inflation at 3 atmospheres for 2 minutes, the balloon ruptured. A second 18-6/5.8/75 xxl esophageal balloon catheter was then advanced and inflated at 3 atmospheres for 4 minutes, but the balloon also ruptured. The device was removed over the wire and the procedure was completed with another balloon of the same size. There were no patient complications reported.